Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient and his sister stated on (B)(6) 2019 his cgm read 301 mg/dl so he took insulin. He did not take a fingerstick reading and relied on the value shown on his phone. He does not remember anything after that until waking up in the hospital. His sister stated that his cgm was showing 150 mg/dl but his bg was actually less than 10 mg/dl. He had a seizure, was vomiting, passed out, and was taken to the hospital. He was given glucose via intravenous (IV) therapy in the hospital, but it took several hours for him to come around. The sister stated that in the hospital the cgm was reading 330 mg/dl and the doctor¿s bg test was 40 mg/dl. The patient stated that another time during the hospitalization the fingerstick bg was 53 mg/dl but his phone was reading 246 mg/dl. He had an x-ray to check for injuries (results were not provided). At the time contact, his sister stated the patient was home and feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.